Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level that was over 600 mg/dl. It was unknown how the customer treated the high blood glucose. They also received an insulin flow blocked alarm. The customer reported that the event was resolved by changing the complete infusion and reservoir set. They also reported that the spring in the insulin pump was broken. The device will not be returned for analysis.